Event description:
It was reported that the sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: they are all the 40000-07t texium secondary sets that came apart below the drip chamber.

Manufacturer narrative:
H6: investigation summary : a sample was received in vernon hills immediately presented. This set was then analyzed under microscope to find that the root cause of the failure was a lack of solvent at the tubing to drip chamber junction. A device history record review for model 40000-07t lot number 20095694 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv experienced component separation. The following information was provided by the initial reporter: they are all the 40000-07t texium secondary sets that came apart below the drip chamber.